Event description:
It was reported the patient's scs ipg was inoperable due to failure to recharge the device as recommended for 4 years. As a result, surgical intervention was undertaken on (B)(6) 2019 where the ipg was replaced which resolved the issue.